Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests and got results of 33 and 65 mg/dl. Tests were done one after the other, using different fingerstick. There were no symptoms. A control solution test of 120 was within range. On follow-up, the reporter stated that he has been having a hard time getting enough blood on the test strip. He said that the confirmation dot on the strip is not always completely blue. Lifescan rep recommended that the reporter use a deeper penetration cap on the penlet.